Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower in a 90-day period,it was reported that tower 1 door 2 failed 50 times, door 3 failed 30 times, and door 8 failed 20 times. Tower 2 door 2 failed 120 times, and door 5 failed 20 times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower 1 door 2, 3, 8 had failed multiple times and tower 2 door 2, 5 had failed multiple times. A field service engineer resolved the issue by replacing the latches on all units and tested each unit to confirm proper operation and long-term reliability. The customer verified functionality, and the outcome was successful. The system functioned as intended after the field service engineer repaired the device.